Event description:
In 2008, the patient reported he spilled 2 full cartridges of insulin in his infusion device in the past two weeks. He stated that after he inserts the insulin cartridge, he then attempts to remove it by pulling it out of the infusion device because he sees air bubbles. When he removes the insulin cartridge, the plunger remains attached to the piston rod causing insulin to leak. He stated that he does not adjust the piston rod of the infusion device and he does not attach the adapter or infusion tubing prior to inserting the insulin cartridge. He was educated on the proper technique. The pt was assisted with setting up his backup infusion device. The pt refused to disconnect from his infusion set while priming. He was advised against this. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.